Event description:
It was reported that the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the 5v power supply connector. System operates as intended.